Event description:
It was reported that during a patient event where the patient was only being monitored, the device lost power on four (4) occasions. Each time the device lost power, it was powered back on immediately. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio observed slight wear on the battery connector pins which was causing the device to intermittently lose power. Physio will replace the battery connector pins and will return the device to the customer, once repaired.